Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported by the facility that the trialysis catheter came out of the patient's neck. They stated that the catheter was placed in the patient's right internal jugular vein and during cvvhd it came out as it was not sutured correctly, it was sutured to the reinforcement flap. There was no reported patient injury.